Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-00427. It was reported that there was presence of foreign matter on the device. Two 2.25mm x 15mm emerge¿ balloon catheters were selected for use. However, a foreign object was noted to be sticking on the hypotube of both balloon catheters. No patient complications were reported.